Manufacturer narrative:
Visual evaluation of the returned device revealed that the mesh was unraveled at both ends and both carriers were missing from the assembly. There were no physical defects observed on the delivery device.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the procedure, the mesh tore. The first side was placed with no issues. After the second side was placed, it was determined that the mesh was too tight. Thus, the physician attempted to pull back on the mesh, but it became too loose. Next, he attempted to remove the device in order to re-perform the procedure. As he was removing the device, the mesh tore. He also noted that the patient may have had a wide pubic ramus bone. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the procedure, the mesh tore. The first side was placed with no issues. After the second side was placed, it was determined that the mesh was too tight. Thus, the physician attempted to pull back on the mesh, but it became too loose. Next, he attempted to remove the device in order to re-perform the procedure. As he was removing the device, the mesh tore. He also noted that the patient may have had a wide pubic ramus bone. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the procedure, the mesh tore. The first side was placed with no issues. After the second side was placed, it was determined that the mesh was too tight. Thus, the physician attempted to pull back on the mesh, but it became too loose. Next, he attempted to remove the device in order to re-perform the procedure. As he was removing the device, the mesh tore. He also noted that the patient may have had a wide pubic ramus bone. The procedure was completed with another solyx sis system. There was no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Additional information was received from the complainant on (B)(6), 2010. The mesh carriers were not left inside the patient. They were not returned because the hospital disposed of them.

Manufacturer narrative:
(B)(4).